Event description:
The complainant reported an (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp device. During support, the patient endured an impella related access site hematoma. Hemostasis was achieved after surgically opening the site to evaluate the injury, applying a tourniquet, and delivering multiple units of blood product.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.